Manufacturer narrative:
Batch review performed on 07 october 2024: lot 2008829a: (B)(4) items manufactured and released on 20-july-2021. Expiration date: 2026-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Lot 2400595: (B)(4) items manufactured and released on 19-april-2024. Expiration date: 2029-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to a dislocation. The surgeon converted the patient from a reverse should to a hemiarthroplasty. The surgery was completed successfully.